Event description:
While attempting to repair the device during bench service, it was noted by the authorized bench technician that the processor pca that was received to repair the device, was defective upon arrival. No patient involvement.